Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. The analyst also noted: the lead is stuck in the introducer and cannot be withdrawn due to the overlay tubing was buckled during implant procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician had difficulty manipulating the introducer and lead and they got stuck during the procedure.the patient had a perforation and cardiac tamponade due to the lead and introducer. Drainage was performed and the implant was postponed. The physician also suspected the sheath tip would be split and the lead would be damaged. The lead and introducer were not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.